Event description:
The user facility reported that since the aortic dissection had extended to the iliac artery, two misagos were placed by endovascular therapy (evt) (they were placed from common iliac artery (cia) to external iliac artery (eia), the size of actual samples were probably 8 x 6, but the details were unknown). About two months have passed since the placement, and the patient complained of numbness in the leg. A computed tomography (CT) scan showed that the stent was deformed and occluded. Due to the patient's symptoms, the reoperation was scheduled for on (B)(6). According to the report, it was inferred that although the dissection was probably suppressed from the inside in the true lumen, the intima had healed and was stretched and crushed. In the occurrence of incident, it was inferred that since the placed stent was deformed and occluded, the patient's leg was numb. No reoperation was performed at that time. The patient was harmed but not seriously.

Manufacturer narrative:
Implanted date: unknown due to unknown event date explanted date: device was not explanted the actual sample was discarded by the involved facility; therefore, the actual device will not be returned for evaluation. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be reviewed. Based on the occurrence of incident, the involved product had been placed about 2 months ago. Therefore, starting from august 2022, which is about two months before the occurrence date on (B)(6) 2022, information on the product of the involved product code over the past three years (september 2019 to august 2022) was investigated. As a result, it was confirmed that no deviations or nonconformities related to the involved event had occurred. A search of the complaint file found no other similar report with the involved product code. Based on the investigation result, no deviations or nonconformities related to the involved event had occurred, and no other similar report with the involved product code. Since the actual product and cine images were not sent, it was not possible to clarify the cause of restenosis about two months after stent placement. Relevant instructions for use (IFU) reference: "generally, complications to pta are also complications for stent placement. Complications include, but are not be limited to: leg pain/claudication and restenosis". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Additional information was received on 10 nov 2022: the actual stent that was placed was elongated and crushed, and two additional stents were required from the inside to cover the involved section as an additional procedure.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide additional information in section b5.